Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with asymptomatic stage 1 diffuse lamellar keratitis (dlk) in the left eye, at the one day postoperative visit. The optical steroid drops were increased. Upon follow up, it was noted that the dlk resolved. This report references the pts' left eye. Additional report will be filed for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).